Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. There was blood in/on the helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead helix would not extend. The lead was attempted but not used. A different lead was implanted. No patient complications have been reported as a result of this event.